Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon describes the torque limiting attachment (tla) hard to use. With too much force, the tla will not "click". When they use less force the screwdriver jumps out of the recess of the screw. This event occurred during surgery and there was a 15 minute delay reported. No negative outcome for patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was found to be undamaged; function could not be evaluated. The returned torque handle was evaluated by completing 20 torque measurements. All of the measurements were within the specified tolerance. The part was manufactured in november 2012. From the evaluation, it appears that over time repeated steam sterilization may have dried out the internal mechanism lubricant. This could be the case if the instrument was part of a kit. Records do not indicate that this unit was returned for routine recalibration as recommended. Lack of proper maintenance and recalibration attributed to the root cause of this complaint. This does not appear to be a failure of the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.